Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep on (B)(6) 2022. A rep reported that another representative would be meeting with the patient on december 19th. It was reported that the status changes from excellent to poor recharge quality. The caller reported that the ins doesn't seem to be too deep. The caller indicated that another rep had tried to use other external components to troubleshoot the issue. The caller indicated that the patient did not have their patient controller and recharger at the appointment today so troubleshooting could not be conducted during the call. The caller indicated that the patient was meeting with the pa at the time of the call to schedule an ins revision to reposition the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from the rep on 2022-12-21. It was determined that the patient was having trouble recharging due to her weight pushing the paddle out of the ¿excellent¿ location. The physician decided to schedule her for a pocket revision and plans to lower the battery a few inches from its current location. The surgery has not happened yet. Rep assumed that it would occur within the next month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient continues to struggle with charging. She has not charged in several weeks. Pt is overweight, and rep believes they may need a pocket revision in order to flatten the battery out for charging. Rep is meeting up with her on friday to evaluate the situation.

Event description:
It was reported that patient has excellent connection with her charger but cannot charge beyond 60%. Patient was having communication issues while recharging. Ins recharge longer than expected/slow recharge. Issue ongoing. Rep advised patient to call medtronic if there was an issue with their charger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient continues to struggle with charging. She has not charged in several weeks. Pt is overweight, and rep believes they may need a pocket revision in order to flatten the battery out for charging. Rep is meeting up with her on friday to evaluate the situation. (B)(6) 2022 (B)(6), e1 (rep): additional information was received from a rep. A rep reported that another representative would be meeting with the patient on (B)(6). It was reported that the status changes from excellent to poor recharge quality. The caller reported that the ins doesn't seem to be too deep. The caller indicated that another rep had tried to use other external components to troubleshoot the issue. The caller indicated that the patient did not have their patient controller and recharger at the appointment today so troubleshooting could not be conducted during the call. The caller indicated that the patient was meeting with the pa at the time of the call to schedule an ins revision to reposition the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. (B)(6) 2022 (B)(6) (rep): additional information was received from the rep. It was determined that the patient is having trouble recharging due to her weight pushing the paddle out of the ¿excellent¿ location. The physician decided to schedule her for a pocket revision and plans to lower the battery a few inches from its current location. The surgery has not happened yet. Rep assumed that it would occur within the next month. (B)(6) 2023 (B)(6) (rep): additional information was received from rep stating a pocket site revision has not been determined yet. Furthermore, the issue has not been resolved as the patient is quite heavy and this seems to be the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.